Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a false negative result for 1 patient sample tested for elecsys hbsag immunoassay (hbsag) on a cobas e 411 immunoassay analyzer. The initial hbsag result was 0.571 coi (negative). The same sample was tested on a cobas 6000 e 601 module with an hbsag result of 47.76 coi (positive). The initial hbsag result was not released outside of the laboratory. The hbsag result from the cobas e601 was deemed to be correct and was reported outside of the laboratory. The field engineering specialist found that on the cobas e411 the spring in the sipper probe assembly was not functioning properly. He adjusted the spring along with adjusting the photo multiplier tube. Following the service visit, on (B)(6) 2018 the same patient sample in question was then rerun on the cobas e411 and an hbsag result of 8.03 coi (positive) was obtained. The hbsag reagent lot for the initial result was 246873 with an expiration date that was not provided. Further investigation of the cobas e411 alarm trace showed analyzer alarms that were a possible indication of pipetting issues. Calibration and qc data for the previous couple of months showed fluctuating results.

Manufacturer narrative:
A general reagent issue can be excluded since the sample was positive on both a different instrument and on the initial instrument following the service visit. The customer is no longer using the cobas e411 as they deinstalled the analyzer.

Manufacturer narrative:
The customer stated that following the service visit that calibration and qc results have been acceptable. The field service engineer findings are believed to be the most probable root cause. The patient sample is not available for further investigation.